Event description:
Surgical intervention because of dislocation occurred during rehabilitation. Accordingly, it was noted that the sleeve rotated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.